Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) indicated the cause of the event was not able to be determined. It was noted on (B)(6) 2019 when the patient went to the emergency room (ER) the patient was given a 1 mg bolus at the direction of the doctor. The ER physician took measures that were unknown to the rep and would not be made known to stabilize the patient for discharge. On (B)(6) 2019, the patient saw the doctor in the office, where the doctor successfully aspirated the catheter through the catheter access port (cap), then programmed the appropriate bolus to push the drug to the tip of the catheter. The doctor also provided the patient with some intravenous (IV) morphine. On (B)(6) 2019, the doctor replaced the patient¿s pump. The withdrawal symptoms lessened and the patient¿s condition improved each day after (B)(6) 2019, with a return to ¿normal¿ (meaning pain control similar to what she experienced when her tdd system was fully functional and she considered her control satisfactional) pain control on (B)(6) 2019 prior to having the pump replaced later that day. The patient¿s weight at the time of the event was unknown and would not be made available. The pump was placed in the mail on (B)(6) 2019. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 30 mg/ml concentration at 14 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that two days ago the patient went into the emergency room (ER) with withdrawal symptoms. Yesterday, she went to the clinic where the hcp got cerebrospinal fluid (csf) through catheter access port (cap) when aspirating the hcp scheduled her for a pump replacement this monday on (B)(6) 2019. The pump logs were fine, for he went to the hospital on (B)(6) 2019 to check them. No volume discrepancies were reported at this time. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found no significant anomaly. If information is provided in the future, a supplemental report will be issued.